Event description:
It was reported that during lap gastric bypass procedure, the device staples had a large gap when closed and did not form properly. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/30/2008. Information anticipated, but unavailable at this time.